Manufacturer narrative:
A review of tickets determined normal complaint activity for the architect cea assay and there were no trends identified for the product issue. Return testing was not completed as returns were not available. Historical performance in the field of architect cea reagent lots using world wide data through abbottlink was evaluated. The review shows that the median values for all cea lots are within +/-3sd of the overall median indicating that all lots are comparable and performing acceptably in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect cea assay, list number 07k68-25.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results while using architect cea (carcinoembryonic antigen) reagents. The following data was provided for the same patient. Tested (B)(6) 2018 5.9 ng/ml. Previous and subsequent results were higher when tested on (B)(6) 2018 (302.5 ng/ml) and (B)(6) 2018 (430.8 ng/ml). No impact to patient management was reported.